Manufacturer narrative:
(B)(4). As the device was not linked to the reported hernia until after the device had been serviced, a complete device analysis could not be completed. However, an event history log review was performed and there were no keystrokes, no device failure, malfunction, programming, use related or increased intraperitoneal volume events that would indicate and/or contribute to the reported problem. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a heart attack manifested by weakness coincident with peritoneal dialysis therapy. The patient was hospitalized for the heart attack. Treatment during hospitalization was not reported. Hospital personnel informed the patient's family that the patient had suffered a myocardial infarction. It was reported that there was 100% blockage in the patient's main artery and 80% blockage in the others. The patient performed therapy manually using unknown peritoneal dialysis solution on the date of the event. It was unknown if the patient was recovered from the myocardial infarction. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.